Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: entrapment of the pulseselect¿ catheter in the pulmonary vein: a rare complication due to soft tissue obstruction. Journal of arrhythmia 2025;41:1¿4 doi: 10.1002/joa3.70098. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the catheter and guidewire entrapment in the right superior pulmonary vein (rspv). After removal of the catheter and guidewire, tissue was found on the tip. It was noted there was poor coaxial alignment between the guidewire and catheter, there was no adverse events reported. The status of the catheter is unknown. No additional product performance issues were reported. No patient complications have been reported as a result of this event.